Event description:
It was reported that 44 syringe 0.3ml 30ga 8mm 10bag 500 ema had scale marking issues before use. The following was reported by the initial reporter: "hello dears, we have received quality complaint from patient in russia. Product - bd micro-fine plus (0,3 ml u-100 insulin syringe, demi), product number ¿ 320829. Original text in russian is in the letter below. Here is translation ¿ ¿hello. I have already purchased the 6th pack of insulin syringes "micro-fine plus 0.3 ml" and find that the scale starts at different levels everywhere. The insulin set error fluctuates in the amount of about one. From the last 6 packs I bought (60 syringes), only 16 syringes are suitable for use. That means that 44 pieces are with an offset scale - a comparison photo in the attachment. This defect prevents me from using the product to the extent necessary. Since the exact dosage of insulin is important, up to 1/4 unit. The last two packages were purchased on (B)(6) 2020 in the asna pharmacy chain. I attach a screen of the order and a photo of the packages with the batch number. I really look forward to your reply and suggestions on how to solve this problem.¿ please send me step-by-step instruction what should be our next steps. 27 october 2020 - update (event description from pir): customer informed us that she have already purchased the 6th pack of insulin syringes "micro-fine plus 0.3 ml" and find that the scale starts at different levels everywhere. The insulin set error fluctuates in the amount of about one. From the last 6 packs I bought (60 syringes), only 16 syringes are suitable for use. That means that 44 pieces are with an offset scale - a comparison photo in the attachment. This defect prevents her from using the product to the extent necessary. Since the exact dosage of insulin is important, up to 1/4 unit. The last two packages were purchased on (B)(6) 2020 in the asna pharmacy chain. She attached a screen of the order and a photo of the packages with the batch number."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. H6: investigation summary: customer returned (4) 3/10cc, 8mm, 30g syringes in open poly bags from lot # 9140652. Customer states that the scale starts at different levels everywhere. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 9140652. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 44 syringe 0.3ml 30ga 8mm 10bag 500 ema had scale marking issues before use. The following was reported by the initial reporter: "hello dears, we have received quality complaint from patient in (B)(6). Product - bd micro-fine plus (0,3 ml u-100 insulin syringe, demi), product number: (B)(4). Original text in russian is in the letter below. Here is translation: ¿hello. I have already purchased the 6th pack of insulin syringes "micro-fine plus 0.3 ml" and find that the scale starts at different levels everywhere. The insulin set error fluctuates in the amount of about one. From the last 6 packs I bought (60 syringes), only 16 syringes are suitable for use. That means that 44 pieces are with an offset scale; a comparison photo in the attachment. This defect prevents me from using the product to the extent necessary. Since the exact dosage of insulin is important, up to 1/4 unit. The last two packages were purchased on (B)(6) 2020 in the asna pharmacy chain. I attach a screen of the order and a photo of the packages with the batch number. I really look forward to your reply and suggestions on how to solve this problem.¿ please send me step-by-step instruction what should be our next steps. On 27 october 2020 - update (event description from pir). Customer informed us that she have already purchased the 6th pack of insulin syringes "micro-fine plus 0.3 ml" and find that the scale starts at different levels everywhere. The insulin set error fluctuates in the amount of about one. From the last 6 packs I bought (60 syringes), only 16 syringes are suitable for use. That means that 44 pieces are with an offset scale - a comparison photo in the attachment. This defect prevents her from using the product to the extent necessary. Since the exact dosage of insulin is important, up to 1/4 unit. The last two packages were purchased on (B)(6) 2020 in the asna pharmacy chain. She attached a screen of the order and a photo of the packages with the batch number."